Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 115310 (66508259). Associated product information, part (lot): 110031399 (66469769). 110031424 (66058433). The customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital discarded it. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent revision surgery for a dislodged glenosphere. The surgeon noted that the inferior glenoid bone may not have been adequately reshaped, preventing the glenosphere from seating completely. The excess bone was removed to fit a new glenosphere and humeral baseplate. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Correction to d10: associated product information, part (lot): 110031399 (66469769), 110031424 (66058433), 115310 (66508259). The reported event is not confirmed. Visual examination of the provided photos identified the taper adaptor was seated within the glenosphere. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. The surgeon noted that the inferior glenoid bone may not have been adequately reshaped, preventing the glenosphere from seating completely in the initial surgery. The excess bone was removed to fit new glenosphere and humeral baseplate components. However, without medical records a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.